Event description:
It was reported by a customer that during a procedure on (B)(6) 2011 error message code 210 occurred. Per the customer, the error message code was cleared and the procedure was continued. The procedure was able to be completed. No pt injury was reported.